Event description:
Asku

Event description:
It was reported one day following implant, exit block was exhibited on the lead. The lead was removed and replaced. Sensing and threshold were checked with the programmer and were within normal limits; however, when connected to the device, exit block occurred again. The device was then removed and replaced, as well, and "everything was fine". No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted, there was a breached cut on the outer insulation, there was blood in/on the helix mechanism, and apparent explant damage. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found.